Event description:
It was reported that a clinical study pt had a benign prostatic hyperplasia (bph) procedure (B)(6) 2012. Catheter was removed and pt was unable to urinate. On day 1 post procedure, a catheter was placed to resolve the residue. A suprapubic catheter was placed (B)(6) 2012. On (B)(6) 2012, the pt had no more residue; the catheter was removed. The pt was treated with oral medication. No further info was available.